Event description:
It was reported that at some time after implantation of a vena cava filter, a detached filter limb was discovered in the heart during a procedure that was performed for an unrelated issue. Additionally, the filer was noted to have moved caudally and filer limbs extended outside the ivc wall. No intervention was performed. The patient is reported to be asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause for this event is unknown.